Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient sustained compression ulcers during use of a vest apx system. The patient reportedly incurred compression ulcers in their stomach and they became infected. The patient was seen by their healthcare provider (hcp) and was prescribed unspecified antibiotics. The hcp advised the patient to hold off on use of the device; however, the patient has chosen to discontinue the vest. Additionally, there was no report of a device malfunction. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The vest underwent functional testing and performed according to product specifications. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.